Event description:
It was reported by the vns patient's mother in (B)(6) 2009 to a cyberonics representative that her son was suddenly not sensing stimulation and she was not hearing the normal voice alteration with magnet swipes. The pt did not show for the follow up appointment with the treating neurologist to have the vns device checked. Further follow up with the physician revealed that the last time the patient was seen was in january 2009 and the diagnostics performed at that time were within normal limits. The physician indicated that they could not comment on the possible causes of the adverse events since they have not seen the patient since the events started and did not have all of the necessary information available to make an informed determination of the cause. The mother reported no trauma had occurred. Additional information was received in march 2010, as the patient was finally seen for a follow up appointment with the treating neurologist, and the system diagnostic test revealed high lead impedance. The mother, who was present at the office visit, explained that in (B)(6) 2009, the patient had fallen backwards in his hospital bed and his neck was pressed up against the railings. It was following this incident that the patient reported no longer feeling stimulation. The physician has programmed the device off and x-rays were taken to assess the continuity of the system. X-rays were sent to manufacture for review, where there were no anomalies or lead discontinuities observed on the portions of the lead that were able to be visualized. The patient was referred to a surgeon for a consultation appointment; however the patient does not have an appointment at this time. Revision surgery is likely to occur.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.